Event description:
It was reported that the patient presented to the clinic with their device alerting. An alert was triggered due to low impedance on the right atrial (ra) lead. Also noted that in one of the atrial fibrillation (af) episodes there was what appears to be noise and oversensing on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted (B)(6) 2013. (B)(4).